Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy gastric tube procedure, at the fourth firing, stapling had no problem, but it was found that 1 out of 4 to 5 staple lines were opened just before the wound was closed by the surgeon. To resolve the issue re-thoracotomy was performed to suture the open tissue. The surgical time was extended by more than 30 minutes.